Manufacturer narrative:
Approximate date. Year only valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 8.0 cm abdominal aortic aneurysm. It was noted that there was 30 degrees of angulation. It was reported that the patient previously had another manufacturer¿s cuff and limb implanted for a type ia and ib, respectively. The type ib reportedly resolved but the type ia remained. The patient then presented emergently with a migration and type ia endoleak. 18 heli-fx endoanchors were implanted along with a 32 endurant aortic cuff and another manufacturer¿s stent. A leak still remained but it could not be determined if it was a type ia or a type ii. The physician stated that the cause of the migration and type ia was due to disease progression; and the cause of the type ib was due to under-sizing. No additional clinical sequelae were reported and the patient is being monitored by their physician.